Event description:
A surgeon reported that one week following intraocular lens (iol) implant surgery, a patient presented with blurry vision and the lens was noted to have scratch(es) at the center of the optic, "like sand-paper ran over the lens". This was not noticed on the lens during the implant surgery. The lens was exchanged for the same model and power. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/21/2009, 06/02/2009, and 06/04/2009 by phone, fax and mail. A completed questionnaire has not been received.